Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy and has an alternate pump if necessary. There was no reported adverse impact to the customer's blood glucose level.